Event description:
The reporter contacted animas on (B)(6) 2017 alleging all the keypad buttons were unresponsive. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The keypad cover was removed and there was no contamination or physical damage found. The pump was opened and there was evidence of the moisture found on the keypad flex connector. The investigation was unable to duplicate the initial complaint about an under responsive keypad. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the battery compartment was cracked and the battery compartment contained moisture.